Manufacturer narrative:
Conclusion statement: there was no device failure. Product listed on medwatch from user facility is incorrect.

Event description:
Left supra condylar femur fracture. Left total knee with loosening of tibial component.